Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that images could not be reviewed normally. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an image visualization system (ivs) defect. The investigation was performed considering complaint description, cs reports, system history, and system log files. The investigation of log files showed that during the procedure the system entered backup review mode with limiting post processing functionality due to an image visualization system (ivs) copra board issue. The system switched to "backup review mode", as it is intended for such cases, which is a mitigating factor for this issue. In this mode radiation is available and the images can also be displayed on the monitor in the examination room, however, these images cannot be transferred to the ivs and cannot be further processed or sent on. If the problem was temporary only, all images would have been automatically transferred to the ivs after a restart and could have been processed further. The customer service engineer replaced the complete ivs pc. After hardware replacement there were no further issues reported and the system works as intended. The images resulting from the examination could be sent and processed further. Patient images were not lost during this process. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.